Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had stopped recharging the implant because the therapy was not effective. The indication for use was lumbar radiculopathy.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3487a-33, lot# v023483, implanted: (B)(6) 2007, product type: lead. Product ID: 3487a-33, lot# v029384, implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708240 , serial# (B)(4) , implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient had the device turned off and was not using it. She was frustrated with recharging process. It was too tedious to charge and always came uncoupled. Charging turned into 9 hours and the patient couldn't get a full charge. Since the implant, the problem with charging started in 2007 and the patient finally got so frustrated and stopped using. The device was off for 6-12 months. The range of coupling boxes changed. The patient would keep a full range for 5-10 minutes ever so slightly and would lose the coupling. It didn't take long to lose the coupling. The patient would keep watching the device to make sure full coupling was intact otherwise the number of boxes went down, she was not sure how long it had been this way. The patient couldn't do anything else during the time of charging and it was not realistic for a busy person. "It slid all over the belt." The patient tried charging without clothing, and felt a strange sensation like a full body jolting sensation, so she stopped doing that. It was stated that the patient would keep it off for good. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.